Event description:
Consumer stated he didn't know how long he had the item but that a piece broke off while brushing his teeth. Guest says its possible wear and tear. Unable to contact consumer to retrieve product and unable to determine what part of the brush broke.